Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a other (unusual issue) issue; distributor reports only "error systems" with no additional detail. Animas customer support attempted to obtain additional information; however, no further information was available from the reporter. This complaint is being reported because the unknown issue may have the potential to cause long-term cessation of insulin delivery to the patient. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/06/2016 with the following findings: the pump alarmed with a call service alarm during start up. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Unrelated to the original complaint, the battery compartment was cracked at case seal to the left of the bumper.